Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s implantable cardiac monitor was reset. No changes or interventions were reported. The patient¿s condition was not known.